Event description:
It was reported that suture placement was successful using the proglide device in the right common femoral artery using the preclose technique prior to an impella interventional procedure. The arteriotomy was a 6f and moderately calcified. During the impella procedure the sheath was upsized to a 14f. Reportedly, after the interventional procedure the sutures of the second proglide broke. A third proglide device was used and hemostasis was achieved using the sutures of the pre-placed first proglide and the deployed third proglide. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device for preclose procedures. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the right common femoral artery was moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the inspection criteria a cause for the reported event and associated patient effects was related to the operational context of using the device in a moderately calcified common femoral artery. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.